Manufacturer narrative:
Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available. Zimmer biomet reference (B)(4). Reference: author: solarino et al. J orthop traumatol giuseppe solarino, giovanni vicenti, andrea piazzolla, francesco maruccia, angela notarnicola (2021) total hip arthroplasty for dysplastic coxarthrosis using a cementless wagner cone stem. Journal of orthopaedics and traumatology 22:16. Https:doi.org10.1186s10195-021-00578-8.

Event description:
It was reported in an article retrieved from the journal of orthopaedics and traumatology (2021) that a patient underwent a revision due to suspected loosening of the cup. The purpose of the study was to evaluate the long-term survival and clinical and radiological results of conus uncemented stems, implanted in patients affected by hip osteoarthritis with crowe not-type IV secondary to developmental hip dysplasia. Attempts have been made and no further information has been provided yet.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: the journal article total hip arthroplasty for dysplastic coxarthrosis using a cementless wagner cone stem reports on one patient, which had a reoperation 14 years after her tha for a suspected loose acetabular cup (protek fitek) due to radiographic evidence of sovra-acetabular osteolysis, which was bone ingrown and left in place. Review of received data: journal article: total hip arthroplasty for dysplastic coxarthrosis using a cementless wagner cone stem results (page 5): another patient, 14 years after her tha, had a reoperation for a suspected loose acetabular cup (protek fitek) due to radiographic evidence of sovra-acetabular osteolysis, which was bone ingrown and left in place; the lytic areas were filled with morcellized autologous bone graft, and a head and liner exchange was completed. No medical data is available. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: the device remains implanted. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification of the involved products. DHR review: review of the device history records could not be performed due to missing reference and lot numbers. Conclusion: the journal article total hip arthroplasty for dysplastic coxarthrosis using a cementless wagner cone stem reports on one patient, which had a reoperation 14 years after her tha for a suspected loose acetabular cup (protek fitek) due to radiographic evidence of sovra-acetabular osteolysis, which was bone ingrown and left in place. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the journal article and the information provided, no detailed assessment of the reported event could be conducted. Therefore, a definite cause could not be found. No corrective or preventive actions required. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.